Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.

Manufacturer narrative:
(B)(4) initial medwatch is a 30 day reportable malfunction, not 5-day report.

Manufacturer narrative:
Com (B)(4)

Event description:
Subsequent to the submission of the initial MDR, additional event information is available. It was reported that on (B)(6) 2017, the patient experienced severe low blood glucose (bg) between 5:00pm and 6:00pm. The patient was out with her family and while going from the store to a restaurant for dinner, became unaware of her surroundings. When they arrived at the restaurant, the patient¿s daughter gave her soda to increase her bg levels. The patient indicated that prior to the low event, she had checked her receiver and it was displaying 145 mg/dl. Later that night, the patient calibrated the cgm system which displayed approximately 165 mg/dl, however, the patient¿s actual bg value was 273 mg/dl. The patient recalibrated and the cgm appeared accurate. Throughout the night, the cgm remained steady at about 150 mg/dl. The patient indicated that 150 mg/dl is within the range of a normal glucose value for her but that normally her glucose fluctuates more than what the cgm displayed. At about 5:00am on(B)(6) /2017, the cgm was still displaying 150 mg/dl. However, the patient felt funny and took a bg measurement which showed she was at 45 mg/dl. The patient then recalibrated the device and ate breakfast. Further details were not provided.